Manufacturer narrative:
The device was not returned for analysis. Visual inspection based solely upon review of the photograph provided, revealed the blue cap was not present on the sheath hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported missing cap and subsequent leak remains unknown.

Event description:
During an ablation procedure, the blue cap on the sheath was noted to be missing and hemostasis was not adequately maintained. During a hybrid case, shots of the coronary were done by the interventional radiologist (ir) prior to ablation. The ep physician then asked the ir to place the sheath so access would not be lost since congenital access had already been achieved. It was then noted that the blue piece attached to the proximal end of the sheath where the hemostasis valve is located was missing. A catheter was attempted to be inserted without this piece, however hemostasis was not adequately maintained. Another sheath was used to continue the procedure with no consequences to the patient.